Manufacturer narrative:
Initial reporter section: occupation: unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water, and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water, and the balloon would not hold pressure. A leak was observed from a pinhole at the cone of the distal end of the balloon material. A product-specific discrepancy that could have caused, or contributed to this observation was not observed during our laboratory analysis. The nonconformance's documented for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the balloon resulting in a pinhole can occur if the balloon comes into contact with something sharp during general use/handling. Also, in the additional information provided, it is indicated that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a water-soluble lubricant to the balloon to allow easier passage through the accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation, and optimize balloon performance. The instructions for use direct the user "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additioanl comments regarding this report: based on the information provided that lubrication and negative pressure were not applied to the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a quantum ttc esophageal balloon dilator. The physician detected the balloon was leaking during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.